Event description:
It was reported that a 37-year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 325cc breast implant experienced left-sided rupture, and right-sided anisomastia issue post procedure. The patient reported rupture on the left side, and it was like thinning or pulled on both sides. The ultrasound and MRI examinations confirmed the issue. As a result, patient underwent bilateral replacements with non-mentor implants on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Note: this complaint has been identified as a duplicate of manufacturer report number: 1645337-2022-07453. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).